Event description:
Complainant alleged that during biomed testing, the device's defib output was out of spec. When discharging at 200 joules, the output was 275 joules. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.